Event description:
It was reported that the patient implanted with this right ventricular (rv) lead, developed an infection. Subsequently, this device and the related right atrial lead were explanted. No additional adverse patient effects were reported. This lead is not expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.